Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4: updated manf. Date. H3, h4, h6: device history lot part # 03.130.010. Synthes lot # 14l1071. Supplier lot # 14l1071. Release to warehouse date: 10 jan 2020. Supplier: jabil monument inc. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: background: t4 star-drive shaft tip is stripped and no longer retains screws or can be used to screw in screws. 1/14/2021: updated event description: concomitant device reported: unknown screws (part# unknown; lot# unknown; quantity: unknown) this complaint involves one (1) device. Investigation flow: visual. Visual inspection: the screwdriver shaft 1.3/1.5 t4 self-holding (part # 03.130.010, lot # 14l1071) was received at us cq. Upon visual inspection, the distal tip of the device was stripped and twisted in the direction of resistance from insertion. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during inspection. The overall complaint was confirmed for the device. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: h4: updated manf. Date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: updated manf. Date.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the t4 stardrive shaft tip was stripped and no longer retained screws or can be used to screw in screws. Procedure was successfully completed without any surgical delay. Concomitant device reported: screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).